Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic gastric bypass. According to the reporter: dr. (B)(6) and dr. (B)(6) used the orvil device on a laparoscopic gastric bypass. The anesthesiologist passed the orvil down and when the og tube popped through the stomach, the anvil was no longer attached. They did an endoscopy looking down the esophagus and into the stomach and also searched the mouth and could not find it. They brought in an ent surgeon and realized the anvil had retracted back up and behind the soft palate of the patient. The patient experienced excessive swelling and edema. The ent advised they keep the patient intubated for 48 hours. This added an additional hour and fifteen minutes to the case.